Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the up/down/ok key contacts were inverted, and there was evidence of adhesive/contamination under the button contacts.

Event description:
The pt claimed that the keypad buttons do not always respond to presses, especially the up arrow button. The pump reportedly has not been exposed to water and there are no sign of damage to the keypad. There was not adverse event associated with this complaint.